Manufacturer narrative:
Product analysis: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was kinked and broken at the proximal end attachment with the ECG connector. The ECG signal wires were broken inside the shaft. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to a kink and broken shaft at ECG connector attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was kinked. It is unknown if it was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.